Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing a shocking sensation originating in her stomach and running down her legs. The cause was unknown. They refused to turn off the ins to see if the shocking would stop. The issue was not resolved.